Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. The pump passed the sleep current measurement and active current measurement. Pump also passed the self-test, and no frozen screen or unresponsive buttons were not noted. Pump was successfully downloaded using thus and no unexpected power alarms were noted in the history files or traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery cycle 33.0 received the lowbatteryalert (104) on 05/25/2025 08:39:00 after more than 7 days at 38.55 days. Battery cycle 32.0 received the lowbatteryalert (104) on 04/16/2025 18:24:00 after more than 7 days at 33.29 days. Battery cycle 31.0 received the lowbatteryalert (104) on 03/14/2025 11:25:00 after more than 7 days at 37.51 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No issues were noted with the internal battery. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The customer¿s alleged unexpected battery power loss was not confirmed during testing or in the history files. Pump passed the required testing. Customer's alleged frozen screen was also not confirmed when no frozen screen or unresponsive buttons were noted during testing. However, unit was received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue related to the pump was not turning on. Customer also experienced frozen display after changing battery. The customer reported no adverse event. The event involved product(s) mmt-1715kr. Troubleshooting was not performed. The pump was not turned on by customer for 6 months. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1715kr was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.